Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during surgery, air was generated in the infusion line suddenly when the patient's eye was released after pushing on it to extract eye tissue. The infusion chamber in the cassette then became full and a system message displayed. The issue was resolved after the product was exchanged. There was no harm to the patient.